Event description:
It was reported that the asymptomatic patient presented via merlin.net to clinic during follow up with a device that was far field p-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were suggested. Nurse felt reprogramming was something they would hold off on for now and they would closely monitor the device.